Manufacturer narrative:
H2: additional information: see b3.

Manufacturer narrative:
Other, device evaluation: one cadd legacy pump was returned for investigation in used condition. A cassette was attached to the device, and it ran without any issues. The investigator was unable to replicate the customer reported product problem (no disposable alarm). No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator re calibrated the upstream sensor and replaced downstream sensor as a preventive measure.

Event description:
Information was received indicating that cadd legacy 1 pump displayed constant alarming with a "no disposable" message. It was also reported that the device had a cracked door. There were no adverse events reported.